Event description:
Further follow-up revealed that the pt has been reportedly rotating the implanted generator. There have been no medications changes. The vns system was explanted and replaced. The lead was returned and analyzed: product analysis summary: the reported high impedance condition was verified in analysis. A break in the quadfukar coil was identified in the area of the twisted and mechanically damaged quadfilar coils. Electron microscopy verified the break in the quadfilar coil as a torsion fracture, with some of the coil strands having significan pitting to the point that the fracture mechanisms could not be determined. It is believed that stimulation was present for a certain period of time as evidenced by the presence of severe metal pitting on the broken quadifilar coil wires. No other anomalies were noted. The setscrew marks found on the lead connector pin showed evidence that, a proper mechanical and electrical where the coils were found twisted together, with no other discontinued identified. The coil break resulted in the reported high impedance was likely due to the pt twisting the device. The reported increase in seizures was likely due to the pt not receiving the vns therapy because of the leak break. The concomitant device (pulse generator) was also returned and analyzed. Product analysis summary: there were no visual anomalies identified or observed. The pulse generator is operating within designed limits, meeting the MFR's final electrical test specifications. The pulse generator did not show any condition that would have contributed to the reported high impedance event.

Event description:
The patien's device diagnostic testing at office visit resulted in high lead impedance reading (dc dc code 7 and limit), indicating possible device malfunction. The elective replacement indicator was no, indicating that the generator had not reached end of life. The patient reportedly twiddles the device, which can cause or contribute to device damage. Device diagnostic results six months prior were acceptable, which indicated proper device function at that time. In addition, treating neurologist reported that patient has been having a slight increase in seizures over the past two months. The increase in seizures is not an increase above pre-vns seizure baseline.